Event description:
It was reported that during a da vinci-assisted surgical procedure, the small grasping retractor had a torn cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following additional information: the issue was observed prior to starting the procedure and there were no delays.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and the reported failure was confirmed. The instrument was found to have a broken distal pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The complaint was confirmed by failure analysis.